Event description:
It was reported that this patient required external shocks due to this implantable cardioverter defibrillator (ICD) would not defibrillate. The stored electrograms (egms) were reviewed and it was discovered the device had not been interrogated. It was recommended the device be interrogated and instructions were provided. At this time the ICD remains in service. Outside of the external shocks, no additional adverse patient effects were reported.